Event description:
Customer states the pt test 41mg/dl on inform system 1 and 129mg/dl on inform system 2 within 10 minutes. No treatment info provided. No adverse event reported, due to these results. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect system in inform system 2. Reference medwatch with patient is for suspect device in inform system 1.